Event description:
Customer reported blood glucose results of 200 mg/dl, 317 mg/dl, and hi, which on the advantage system indicates a result in excess of 600 mg/dl, within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.